Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During "power" up of the device error code 45639 was presented. The fault of this error was found to be a malfunctioning main board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited "ec45639". No patient was involved in this event. No adverse effects were reported.